Manufacturer narrative:
Postal code: (B)(6). Emdr: this report is being filed on an international product list 8p06, that has a similar us product distributed in the us, list 8p05. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false negative alinity I anti-hcv results on a sample that tested alinity s anti-hcv ii negative and innolia method positive. The sample generated grayzone negative alinity I anti-hcv results (0.99, 0.94, 0.97 s/co). The account uses an alinity I anti-hcv grayzone of 0.9 to 1.0 s/co. The sample was sent to a reference lab where alinity s anti-hcv ii and innolia method testing was performed. The sample generated alinity s anti-hcv ii negative (0.11 s/co) result and innolia method positive (28.4, first time tested only innolia c2 unclear, ns 4 positive; second time tested 6.5 and same result). Additional sample testing generated negative hiv, syphilis, hbsag and pcr pool negative results. The customer believes the innolia positive result was false positive, but because innolia method is a confirmatory method, the customer treated the sample as positive. The donor blood unit was destroyed. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any related adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included two commercially available seroconversion panels. Lot 37530be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on all reviewed data, there is no general issue with the alinity I anti-hcv reagent lot identified in this complaint. No product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.